Event description:
The surgeon was performing bypass surgery on a pt via a lateral thoracotomy. The cts access platform and stabilizer was utilized to perform the beating heart bypass procedure. The stabilizer was placed on the heart and silastic tapes (snares) were placed both proximally and distally to the lesion. The proximal tape was pulled up pretty tight and as the anastomosis was being performed, a copious amount of blood was seen indicating the right ventricle had been perforated. The anastomosis was successfully completed and the right ventricle was repaired with plegeted 4-0 prolenes. The pt did fine and no sequelae resulted. It was felt that the combination of downward pressure on the heart with the stabilizer and upward pulling on the silastic tapes contributed to the perforation. No further action was required.